Manufacturer narrative:
The field service engineer (fse) replaced two oxygen solenoid valves and a data acquisition (da) printed circuit board assembly (pcba). The device was then tested and passed all testing. No other anomalies were reported. Patient or user involvement information is unknown and was requested from the fse. The fse reported that they could not answer the questions due to regulation. No patient or user harm was reported.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) and solenoid x-valve were received for failure investigation. Visual inspection of these components revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the data acquisition (da) printed circuit board assembly (pcba) and the solenoid x-valve into a fi ventilator to duplicate the reported issue of proximal pressure sensor autozero failure. The fi technician identified the data acquisition (da) pcba and solenoid x-valve were tested and no failures were identified.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
The customer reported that ventilator gave a 110b proximal pressure sensor failure message. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and an international philips remote service engineer (rse). The reported issue was confirmed to have occurred three times on different occasions. The first time the issue occurred was two days after the repair. Further information regarding repair has been requested from the customer. The unit will be sent back to the bench for investigation as the parts were replaced 2 months ago. No response has been received at this time.